Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was further noted that the his placement lead exhibited short v-v intervals. The his placement lead remains in use. No further patient complications have been reported as a result of this event.